Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that smoke came from light cable and found charred material in between light cable and light post adapter.

Manufacturer narrative:
Gtin: (B)(4). Alleged failure: scrub tech detached scope adapter from light cable then saw smoke and found charred material in between light cable and light post adapter. He thinks blood got inbetween the scope adapter and light cable. The failure identified in the investigation is consistent with the complaint record. The probable root cause/s could be unintentional transfer of foreign biomaterial into the distal end of the light cable while switching between scopes. Foreign material trapped inside the light cable/adapter interface is subject to not only the heat of conduction, but also radiation from the light source. The device manufacturer date is not known.

Event description:
It was reported that smoke came from light cable and found charred material in between light cable and light post adapter.